Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far p oversensing and mode switch on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.

Event description:
New information received shows the implantable cardioverter defibrillator (ICD) was explanted.

Manufacturer narrative:
The reported field event of sensing anomaly could not be confirmed in the lab. Electrical, longevity, and visual analysis was normal with no anomalies found.